Event description:
The manager, (B)(4), trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal. Failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt #8: pt experienced a left femur fracture and was implanted with a straight plate on an unk date. X-rays were taken on (B)(4) 2007 showed pt had a non-union and three (3) screws pulled out and one (1) screw was broken. Pt was returned to the operating room on an unk date, hardware was removed and the pt was revised to a blade plate and screws. It can not be verified if the product is synthes product. This is 4 of 5 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.